Event description:
It was reported that a perclose proglide device could not be inserted during attempted suture placement in a common femoral artery using the preclose technique prior to an coronary interventional procedure. A second proglide device was used for successful suture placement. The coronary interventional procedure was completed and hemostasis was achieved with the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The analysis of the returned device revealed the plunger remained in the pre-deployed position and there was no slack present on the linkbased on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.